Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms.  They have been reported as a rare complication following surgical or transcatheter aortic valve replacement.  This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the event was unable to be confirmed, but may have been due to patient factors (calcification). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach a shunt between the annulus and the right atrial was observed. Cardiac tamponade occurred and the patient¿s pressure dropped. Protamine and administered and drainage was performed. The patient was intubated and transferred to ICU in stable condition. Per medical opinion, there was moderate calcification on the annulus and non-coronary cusps reaching to the lvot which may have contributed to the event.